Event description:
As reported by the edwards field clinical specialist, the balloon of the delivery system ruptured during post dilation. Case summary: the native aortic valve and root were severely calcified. Upon deployment of the valve significant cranial movement was noted and the sapien valve was positioned approximately 70:30 aortic. Per tee significant central ai and pvl were noted. A post-dilatation was performed with an additional 1cc added to the delivery system. The delivery balloon was placed with the majority of the balloon in the left ventricle and the top marker aligned with the proximal valve stent edge. The balloon ruptured three seconds into the inflation. A second sapien valve was subsequently implanted.

Manufacturer narrative:
Reference manufacturing report number 2015691-2013-19358. The device was not returned for evaluation as it was discarded by the site. Historical thv balloon rupture complaints have been analyzed and summarized by edwards in a technical summary (ts). The ts provides a rationale as to why it is very unlikely that a product defect contributes to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (open cell impingement and stress concentration against calcium nodules), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve. In this case, the balloon ruptured during post dilation with an additional 1cc added to the delivery balloon..the native aortic valve and root were severely calcified. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.